Manufacturer narrative:
Additional information in section b5. D9 the device was received 3/8/21. The device has been received for evaluation but testing is not yet complete.

Event description:
Additional information received, stated during the administration of cytostatic drugs the nursing staff wore gloves, so there should have been no exposure to the chemotherapy.

Manufacturer narrative:
The used device list# 034-ch-14b was received for evaluation and visual and function testing was performed. The air filter was found wetted out and it appeared that there was a leak at the air filter. The device was leak tested per procedure and there was no evidence of leak. The probable cause for leakage is due to the air filter was wetted out with prior infusate during use. A device history review of lot# 4977193 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a chemoclave that presented leakage of etoposide during patient infusion. There was patient involvement, however no patient harm was reported as a consequence of this event. No other information is available.